Manufacturer narrative:
The associated sureshot targeter was returned and evaluated. Visual inspection of the returned product found the connector is deformed/damaged. The device was manufactured in 2014, which suggests it has been in use for some time. A serial number was provided and the review of the manufacturing records for the listed serial number did not reveal any deviation from the standard manufacturing processes. A functional evaluation was performed by connecting the sureshot targeter to the sureshot interface unit. An error message was displayed which read, ¿sureshot targeter invalid or broken tool - please exchange.¿ thus, the stated failure was confirmed. The targeter is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Damage from repeated use can occur and some causes for the malfunction would include a broken cable, damaged connector, broken srom connection, and/or silicone overmolding failure. Our investigation found that the subject device has been previously evaluated for similar events and an upgrade to the targeter has taken place. A second generation targeter has been released and is available. Please reference device 71692851 when replenishing. The sureshot device user manual is available, identifying pre-operative requirements for use and troubleshooting suggestions if needed. No additional actions are being taken at this time; however smith and nephew will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery, device did not display on the screen normally, after many attempts the doctor performed the distal locking nail by locking the c-arm under fluoroscopy. No injuries reported. There was a delay of almost 2 hours. Surgery was completed free hand.

Event description:
It was reported that during procedure the meta tibia surgery, the device did not display on the screen normally, and it was not available after many attempts. No injuries or delays reported. No more information available yet.